Event description:
The complainant reported that a vaxcel PICC had been therapeutically implanted (date of implant unknown) in a patient sometime previous to this event. It was reported that subsequent to the device placement (date unknown) and during flushing of the device, the PICC was found to be leaking distally. The clinicians removed the device without complications and successfully replaced PICC. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.

Manufacturer narrative:
Upon the return of the vaxcel PICC and inspection was performed. A 0.95" slit was found on the dual lumen catheter. This slit was parallel to the length of the catheter exposing the small lumen. The slit is located approximately 0.4" distal from the suture wing junction. The small lumen is connected with the 20.0 ga female luer. When water was injected through the returned sample, the water leaked through the slit, confirming the complaint's event description. The root cause of the failure for the returned vaxcel PICC could not be confirmed. The failure is consistent, although unconfirmed, with excessive pressure being applied or the inner lumen wall having been pierced with guidewire(s). There do not appear to be any manufacturing related deficiencies related to the device complaint condition. Although no root cause can be definitively determined at this time, this type of failure mode is monitored on a monthly basis. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A search of the complaint database for similar complaints related to the product family was conducted; no additional complaints have been recorded. The march 2007 15-month piccs non-valved complaint trend report, inclusive of all failure modes, was reviewed; no adverse trend was noted and no data point exceeded the complaint alert limit. At this time, we are unable to definitively determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.